Event description:
It was reported that a dissection occurred, requiring additional intervention. On (B)(6) 2022, the subject underwent treatment with ranger drug-coated balloons and eluvia drug-eluting stents as a part of a clinical trial. The target lesion was in the left ostial superficial femoral artery (sfa), left proximal sfa extending up to left distal sfa with 6 mm proximal reference vessel diameter and 5.5 mm distal reference vessel diameter with lesion length 177 mm with 100% stenosis and was classified as tasc ii d lesion. Prior to the treatment of target lesion with study devices, pre-dilation was performed using a 5 mm x 200 mm non-boston scientific pta balloon. Treatment of target lesion was performed by dilation using 5 mm x 200 mm and 6 mm x 200 mm ranger drug-coated balloons and placement of 6 mm x 120 mm and 6 mm x 100 mm eluvia drug-eluting stents. Following post treatment, dilation was performed by using a 6 mm x 200 mm non-boston scientific pta balloon, and the final residual stenosis was noted to be 0%. However, during treatment of the target lesion, dissection of grade a was noted in the left distal sfa due to the 5 mm x 200 mm ranger drug-coated balloon. In response to the event, a bailout stent was placed. On the same day, the subject was discharged from the hospital.

Manufacturer narrative:
A2 age at time of event: 75 years old at the time of study enrollment.